Event description:
It was reported that approximately three weeks post system upgrade the patient developed an infection. Additionally it was reported that the patient had persisting bacteremia. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 429888 lead, (B)(6) 2014. (B)(4) ICD, (B)(6) 2014. (B)(4).